Event description:
It was reported that the right ventricular (rv) lead set screw was unable to be removed from the header during a normal device replacement procedure. The physician was forced to remove the set screw with untraditional means. The device was successfully replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty to remove the right ventricular (rv) lead from the header was confirmed. The problem with the rv setscrew could not be examined because the setscrew was removed in the field and not returned. Analysis revealed there was blood accumulation in the connector port zones. The blood in all these areas had a bonding affect between the inside of the connector ports and the silicone body surfaces of the lead. As a result, it made the removal of the lead difficult. The rv setscrew most likely had no effect on lead removal. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connectors at time of implant. No device anomalies were found during analysis.